Event description:
Healthcare professional additionally reported "free silicone within the capsule", ¿malposition¿, ¿waterfall deformity¿, and a ¿cyst."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: opening, stress marks, and crease fold. Weight measurement of the device identified device weight was within specification. Microscopic analysis was performed which identified a sharp edge opening and with non-penetrating nicks assessed as surgical impact opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp edge opening with non-penetrating nicks due to surgical impact.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side contracture, baker grade IV and rupture. Device was explanted.